Manufacturer narrative:
Concomitant medical products: product ID: a810, serial #: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient was seen on (B)(6) 2018 and at that time the pump was programmed to lioresal 2000 mcg/ml at 358 mcg/day. On (B)(6) 2018 a nurse increased the dose 20% and updated the pump, but that update/report was missing. It was further noted that previously on (B)(6) 2018 the pump was interrogated and programmed at 500 mcg/ml but there was no update done on that date. On (B)(6) 2018 the pump was interrogated, and it had previously been programmed to 2000 mcg/ml at 1721 mcg/day. At some point in time the dose changed from 358 mcg/day to 1721 mcg/day (error) and then reprogrammed to the current dose of 430 mcg/day. The company representative had 14 reports from different/multiple programmers and was trying to decipher what had occurred. It was noted that the healthcare provider did not think the traumatic brain injury (tbi) patient overdosed from the programming error because the patient has always been obtunded for their baseline. The onset date of the patient having been obtunded was unknown. The date of the event regarding programming error was described as possibly (B)(6) 2018, but that report was missing. On (B)(6) 2018, additional information was received via a company representative. They did an additional "reviewal" of the reports and discovered that on (B)(6) 2018, with a different tablet having been utilized, that there were two updates but only one report because the previous session was never ended on the previous tablet that was utilized the previous day. On (B)(6) 2018, the pump was programmed to 500 mcg/ml at 358 mcg/day and on (B)(6) 2018 another tablet was utilized, and the concentration was increased to 2000 mcg/ml with a programmed bridge bolus and a different dose, but it was still in the session from (B)(6) 2018 as the session was never ended. As a result, the tablet automatically updated the dose to 1721.7 based off the flow rate and it was still recognizing the 500 mcg/ml from (B)(6) 2018. The company representative described this as the ¿perfect storm" with the clinician programmer a810 software. It was further noted that a programming issue occurred where various tablets and model 8840 clinician programmers were utilized on different dates in (B)(6) to change dosing and concentrations, but not all sessions were ended with the various tablets; software version of clinician application software was 1.0.7493. It was described that this resulted in a perfect storm where a daily dose was auto-populated from 430 mcg/day to 1721.7 mcg/day. The company representative had a field trainer re-produce this exact scenario on a demo live pump with two different tablets, not ending sessions, and there were two updates on the same session with the dose automatically increasing from 358 mcg/day to 1721.7 mcg/day with the concentration change. The company representative believed it auto-calculated that with the change in concentration with another tablet. It was noted that the healthcare provider facility had a habit of leaving open sessions and not closing them out. It was noted that reports were forwarded to the manufacturer trainer and she was going to follow-up with the manufacturer engineers. On (B)(6) 2018 an update was done on an old session and that¿s when the error occurred; it was supposed to be 430 but it auto-populated to 1721.7 mcg/day. On (B)(4) 2019, additional information was received from a healthcare provider via a company representative. It was indicated that in multiple conversations with the physician and the nurses involved, nobody seemed to be strongly convinced that patient displayed symptoms of overdose. They had stated he was at baseline non-verbal and obtund most of the time and that he was also fighting a low grade uti. Once it was discovered that patient was dosed too high they updated the pump back to 430 mcg/day on (B)(6) 2018. The programming error / overdose had been resolved. The patient¿s outcome was unknown. The patient¿s weight was unknown, but further information was planned to be requested regarding weight. The hcp and their contact information who initially reported the event to the company representative was clarified. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The initial reporter¿s name was clarified and patient¿s body weight was confirmed as having been (B)(6) pounds.